Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a verified working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.